Manufacturer narrative:
510k: this report is for an unknown spine screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the surgeon revised a patient with expedium 5.5 implants (construct bilaterally from t11-pelvis) originally implanted on (B)(6) 2018 due to device loosening. The patient had pseudoarthrosis, with the appearance of pedicle screws loosening at t11 and l1 (bilaterally), s1 (right pedicle) and bilateral s2 iliac bolts. The set screws at l5, s1 and the iliac screw on the patient's left side loosened, and the s1 set screw had become dislodged from the polyaxial head. The surgeon removed the t11 and l1 pedicle screw bilaterally and replaced each with 7.5 x 45mm screw. Before placing the new pedicle screw, the surgeon tapped the original screw trajectory the full length of the new screw (45mm) with a 7mm tap and placed the new screws successfully. Patient status is unknown. Concomitant device reported: unknown rod (part# unknown, lot# unknown, quantity unknown). This is report 4 of 8 for (B)(4). This report is for an unknown spine screw. This (B)(4) captures the post-op even and is linked to (B)(4) which will captures the intra-op event during the revision.